Event description:
It was reported that the patient received a vibratory alert for high, out of range high voltage lead impedance. The lead was capped and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.